Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported continuous catheter flush was administered and maintained during the procedure. There was no damage observed to the pipeline pushwire or the phenom 27 microcatheter. The cause of the resistance and pipeline failure to open was not determined.

Manufacturer narrative:
H3: product analysis of ped-500-20, lot no: b730198 as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex and phenom 27 inner pouches. The pushwire was returned outside the phenom 27 catheter. However, the pipeline flex braid was returned stuck within catheter hub. Damage location details: no bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was cut to remove the braid from catheter hub. The catheter was flushed with water and water exited out from the distal tip. An in-house 0.026" mandrel was inserted through the catheter hub. The mandrel successfully passed through the catheter hub and tip with no issue. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at distal as the distal and proximal ends of pipeline flex braid were fully opened and damaged. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. However, the phenom 27 was confirmed to have resistance as the pipeline flex braid was returned stuck within catheter hub. Possible causes include incompatible devices, patient vessel tortuosity, flush rate too low, catheter damage or device damage, guidewire or delivery system damage, material occludes catheter, insufficient catheter flushing or lack of continuous flush, insufficient guidewire or delivery system hydration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported continuous catheter flush was administered and maintained during the procedure. There was no damage observed to the pipeline pushwire or the phenom 27 microcatheter. The cause of the resistance and pipeline failure to open was not determined.

Manufacturer narrative:
Correction: aware date/notified date of the new information received is 2025-mar-16. B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the surgeon delivered phenom27 to the distal end of m1. When deploying the ped, the tip could not be opened. After deploying about 15 mm, it still could not be opened. After the surgeon tried several times, the tip still did not open. After removing the stent from the body for inspection, the tip of the stent still did not open and the stent as a whole was stuck in the microcatheter. The only option was to replace the system and stent. The procedure was then successfully completed. There was catheter resistance in the distal section. There was failure to open in the distal section. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The catheter was flushed as indicated in the IFU. The device and any accessories were prepared as I ndicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The patient was undergoing surgery for treatment of an amorphous, unruptured right internal carotid artery ophthalmic artery tandem aneurysm with a max diameter of 5.8 mm and a 3.7 mm neck diameter. The landing zone was 3.5 mm distally and 4.7 proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the left femoral artery with a diameter of 8.1 mm. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was normal. Postoperative angiography results were normal.